Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. Approximately 8cm from the distal end, at the joint between the black coating of the tip and the spiral coating of the body, the spiral coating of the body has been peeled toward the proximal end and has split into two frayed sections that are still attached. There is approximately 5mm of coating frayed from the core wire. No part of the device is missing or separated. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope positon or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limited our ability to conclusively determine a cause. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. Prior to distribution, all tracer metro wire guide are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy retrograde cholangiopancreatography (ercp), a cook tracer metro direct wire guide was used. The wire guide unraveled where the black distal tip meets the spiral coating. No section of the device detached inside the endoscope or patient. Another of the same device was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require an additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.